Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The radiopaque markers of the aortic placed were placed 10.9mm below the left renal artery. This likely contributed to the type ia endoleak. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 12.6mm occurred that was not included in the events as reported. The aneurysm enlargement was discovered during review of the CT study dated (B)(6) 2025. The complaint is most likely user related. No procedure related harms were identified. The final patient status was reported as discharged to home on postoperative day 2 in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one year later, during a routine follow up, it was discovered that there was a type ia endoleak. The physician elected to use a palmaz stent graft (non-endologix) to resolve the type ia endoleak. The final patient status is unknown.